Event description:
It was reported that during the second usage, the wire tightener would not function properly. Another wire tightener was available to complete the procedure. There was no adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is associated with the device and the cleaning methods used by customer which led to the product deterioration.